Manufacturer narrative:
Due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Material#: 2000e. Batch number#: 24055798. It was reported by customer that connector does not flush. Verbatim#: rcc received a complaint via email. Email(s) attached. Date of incident: 09/10/2024. Incident: connector does not flush. Device details: MFR# 2000e, lot#24055798. Product available for return: yes.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: it was reported by customer that connector does not flush.